Event description:
"Caller alleged imprecision and discrepant low with inratio meter. Results as follows:" pt self tester's inr = 1.6, 1.9, 1.0. All tests were performed within minutes of each other on different fingers. Therapeutic range: 2.0-3.0. Pt self tester's blood sample was tested on wife's inratio (with her strip not his); inr = 2.1. No information was provided about wife's strip lot number or meter serial number.

Manufacturer narrative:
Investigation pending.